Manufacturer narrative:
(B)(4). One used transfer set was received with cap on spike and no cap on patient connector in reference to leak. A lab titanium adapter was functionally hand tightened without difficulty. The transfer set was tested underwater with leak noted from cut approximately 1 5/8 from sleeve in closed position. This report was confirmed for a leak. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that a leak was noted from the tubing of the transfer set. The customer reported that the transfer set had been used for 30 days. There was no patient injury or medical intervention. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A sample has been received and is currently being evaluatd by baxter. A follow up report will be submitted with the evaluation results, or if any additional information becomes available.